Event description:
Pt just received new pump (sn (B)(4)) and reported that the setup was not the same as it usually was walked through the steps with pt and we were able to load the cartridge syringe into the pump and fill the tubing but when we got to the point of starting the pump, all of the options were not listed under main menu. The main menu was missing the options of start delivery or delivery program; only included setup and history, and load. We tried several times to walk through these steps but were unsuccessful. Pt is currently using functioning pump and was instructed to continue using that one and informed her that we will send new pump for tomorrow am delivery. Pt already has return box that she received to return her old pump and will return this pump in that box. No other info provided. Dose or amount: 21 ng/kg/min, frequency: continuous, route: sub q. Dates of use: from (B)(6) 2018 to ongoing. Diagnosis or reason for use: pah.